Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not disengage, scratched the brain and tore the dura during a craniotomy. Procedure was completed as planned.

Manufacturer narrative:
Device identifier: (B)(4). The perforator was returned for evaluation: device history record (DHR) - all assembly process steps, cleaning, functional testing, labeling, packaging, and sterilization process steps were followed and completed with zero non-conformances. Failure analysis - the perforator unit was visually inspected using the unaided eye: some organic matter was found and no eto label was present. Functional testing was performed using the same protocol the unit underwent at finished goods testing prior to release: the unit was found to perform as intended, and passed acceptance criteria, which includes evaluation of the disengagement feature and any erratic or poor cutting action. In the failure analysis performed, the returned unit was found to meet all acceptance criteria other than visual. The complaint could not be verified through failure analysis. The cause cannot be confirmed, as no issues relevant to the failure were noted from the DHR review, trending, or failure analysis, and proper finished goods testing was performed prior to release.

Event description:
N/a.